Event description:
Procedure-implantable cardioverter defibrillator revision: replacement of ICD generator, revision of ventricular lead system. Pt was noted to have intermittent high pacing lead impedances on the ventricular lead, suggesting a break in the conductor. Defibrillator system includes a left ventricular lead and a right ventricular lead connected in parallel with a y connector. The behavior was most consistent with a failure of either the y connector or a loose set screw between the y connector and the defibrillator generator. No loose screw was found. Unable to reporduce the intermittent problem and therefore elected to replace all parts of the system that were potential to be at fault.